Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A health professional reported that, during intraocular lens (iol) implant procedure, the inserter plunger slid over the lens scratching it while inserting the lens in patient's eye. There was serious no patient injury. Additional information was received by the health professional that the procedure was completed by using another lens.